Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a male patient, (B)(6), was admitted with a cervico-trochanteric fracture of the right femur. The surgeon determined the point of insertion with threaded guides to access the medullary canal. A trochanteric fixation nail, 12mm nail was inserted followed by the assembly of the aiming arm for proximal lock passing the guide; then one 11mm helical blade was placed, and the locking mechanism of the tfn nail was activated. The procedure was completed with a 5mm locking screw. All of the above was carried out with the aid of the image intensifier. Ap and lateral projections were obtained that confirmed the incorrect placement of the implant; the implant was removed and placed again and the surgical wound was closed. This is report 1 of 1 for complaint (B)(4).